Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was unknown. There was scratch on lcd screen and customer was reported that hard to read the screen. Troubleshooting was performed. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Insulin pump received with unexpected battery power loss due to moisture damage on electronic assembly. Insulin pump received with cracked case on the back at the battery tube area, scratched display window and keypad overlay texture damaged.